Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent explant procedure. The patient was doing well post op. The explanted device was discarded by the facility.